Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump, confirmed malfunction did not recur, was advised by technical support to continue using pump, and to call back if any malfunction code appeared again, which customer acknowledged and understood.